Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose during emergency room visit was 38 mg/dl. The customer stated that she got into an accident and she blacked out. The customer lost her pump due to an accident. The customer was not sure if she left her pump in the car or the emergency room. The customer declined to troubleshoot for low readings.